Manufacturer narrative:
A complete lead was received in one piece measuring 57.6 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead was explanted and replaced on (B)(6) 2019 for unknown reason.